Manufacturer narrative:
Revision referenced in fall 2018 report number: 1038671-2023-00392. Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent two revision surgeries in winter and fall 2018, on his left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Additional information received via legal documentation: a2, a3, b7. H6. Investigation results - there is no optetrak device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.